Event description:
A hospital in (B)(6) reported that there was water leakage from an mr290 vented autofeed humidification chamber during set up. This was reported prior to patient use.

Event description:
A hospital in (B)(6) reported that there was water leakage from an mr290 vented autofeed humidification chamber during set up. This was reported prior to patient use.

Manufacturer narrative:
(B)(4). The complaint device is en route to the manufacturer. We will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). Method: the complaint chamber was returned to the manufacturer and visually inspected. Results: the visual inspection revealed a crack stretching along the base towards the baffle. The print on the complaint chamber appeared to be slightly smeared above the crack. A lot check revealed no other complaints of this nature for this lot number. Conclusion: from the residue and type of cracking observed on the chamber we can conclude that the damage was caused by environmental stress cracking due to the chamber dome coming into contact with cleaning products, specifically products that are alcohol-based. Based on our inspection of the returned device, the smear on the chamber dome indicate that the dome came in contact with cleaning solutions containing ethanol, which resulted in the cracking of the chamber. The mr290 humidification chamber is a single use device, manufactured in a clean working environment and as such does not need to be cleaned. To this end our user instructions state: "do not soak, wash, sterilise or reuse this product". Every mr290 chamber is pressure tested to (B)(4) following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. Fisher & paykel healthcare's user instructions that accompany the mr290 chamber specify to the user to "perform a pressure and leak test on the breathing system before connecting to a patient", to refrain from using the chamber if it has been dropped and "to set the appropriate ventilator alarms" in the event a leak occurs. (B)(4).